Event description:
It was reported that occlusion alarms occurred that caused the customer's blood glucose level to display as high, though the specific value was unknown. To address the high blood glucose, the customer changed the infusion site and performed no additional boluses. The issue was resolved by changing the infusion set and cartridge, after which insulin delivery was resumed. The customer did not seek assistance from a third party and declined further help despite experiencing recurring occlusion issues. The case was closed by cts.